Event description:
The hospital reported that during a coronary artery bypass procedure, the housing cap (guidant logo) detached. The procedure was completed using the same device. The hospital did not provide any information regarding when (before or during) the detachment occurred. No patient complications were reported by the hospital.

Manufacturer narrative:
The pt and device codes were coded by the manufacturer. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.